Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
In 2009, initially, the patient was hospitalized for pneumonia. He became dehydrated and diagnosed as a stroke. Two days later, the cas procedure was operated. The target lesion was left internal carotid artery. Here was mild calcification and no vessel tortuosity, the rate of stenosis was 74%. Angioguard's delivery and stent placement (precise) were successful. Pre-dilatation (4mm/10atm) and post-dilatation (5.5mm/10atm) were performed with balloon catheter (brand unk). Soon after the cas procedure was finished, the patient was recovered from general anesthetic and paralysis appeared. Edaravon was administered and he was being carefully monitored. According to the physician, the patient has a contralateral carotid artery occlusion prior to the procedure. There was an occlusion on the right internal carotid artery (contralateral side) with almost none blood flow. As the result of operating cas procedure on the left side of the internal carotid artery, the debris might have flown to anterior cerebral artery on the contralateral side (opposite to the target lesion side).